Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. Bg cause was not known. Customer required assistance with checking blood sugar levels from husband who additionally provided carbohydrates for the customer to consume to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.